Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was partially deployed with plunger, suture, needles, and cuffs in pre-deployed position, contradicting the reported product experience. Dried blood was observed throughout the device, indicating that the device had been introduced into the patient anatomy. The link was slack, suggesting that the foot might have been deployed. There were no damages observed on the device. During lab testing, the luminal marking test was performed and the result met the manufacturing criteria. The needles were not able to deployed due to excessive dried blood inside the device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Based on the investigation findings, the reported product experience could not be confirmed as the device was partially deployed. No manufacturing or quality deficiency was detected.

Event description:
It was reported that after a diagnostic left heart catherization through a 5f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, no suture was attached to the needle. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequela. The operator was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.